Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device continued to display an occlusion error, which resulted in elevated blood glucose levels. The patient changed all accessories and 6 hours later an occlusion error appeared again. The patient's blood glucose increased to 35 mmol/l. The patient experienced elevated blood glucose symptoms of feeling tired and no energy. The patient went to the hospital. The blood glucose result and treatment received at the hospital was not provided. It is also unknown how long the patient was hospitalized.